Manufacturer narrative:
Medical products and therapy date. Detail of product: item number unknown, item name metasul head hip, lot # unknown. Item number allofit 3 hole acetabular component 52mm, item name allofit cup hip, lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Lot number unknown.

Event description:
It was reported that following several dislocations patient underwent revision surgery. During revision surgery acetabular cup and articular surface were explanted (liner, head and cup).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient was implanted 12 years back and dislocated several times. Patient was revised for the same reason. During revision of the acetabular cup and articular surface was explanted. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. However, based on the available information, there is no indication that an off-label use has occurred during primary implantation. DHR review: review of the device history records could not be performed due to missing product identifications. Conclusion: it was reported that the patient was implanted 12 years back and dislocated several times. Patient was revised for the same reason. During revision of the acetabular cup and articular surface was explanted. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as state of soft tissue, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Correct implant positioning remains unknown. Based on the investigation the reported event can be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2020-00159.